Event description:
It was reported the rigid endoscope telescopes inside fibers were broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be attributed to improper handling and application of excessive force, such as impact to the device like a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.